Event description:
Material: awainting for info. Material lot- 4051573. Description- the rod came loose from the cannon and was inserted into the patient's skin.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.